Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare provider reported a right side exchange from textured to smooth implant due to the patient's concern with the product and a rupture confirmed at time of explant. Additionally, healthcare provider reported capsular contracture unknown baker grade. Healthcare provider also noted an observation made during surgery of "any creases". The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as fold flaw opening. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observation: no penetrating nick ( stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare provider reported, a right side exchange from textured to smooth implant, due to the patient's concern with the product. And a rupture. Confirmed, at time of explant. Additionally, healthcare provider reported, capsular contracture, unknown baker grade. Healthcare provider, also noted, an observation made, during surgery of "any creases". The device has been explanted.